Event description:
One pt sample with initial creatinine result of 1.2 mg/dl. Same sample repeated gave result of 1.9 mg/dl. Initial result with reported. Patient not adversely affected. The field service representative determined there was a problem with the rinse mechanism. The rinse mechanism was repaired. Performance checks were performed and all results were within specifications.